Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a (B)(6) male pt with a brady rhythm, the device failed to capture the pt's heart rhythm when they placed stat pads on the pt. The clinician indicated that the pt was medicated which would cause the device not to capture the pt's heart rhythm. The clinician gave the pt calcium to help stabilize the pt's heart rhythm. The device did capture the pt's heart rhythm afterwards, however, it was observed that the device displayed a "red x". Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.